Manufacturer narrative:
Approximate age of device ¿ 3 year, 4 months and 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was transplanted as 1a for a down-trending hemoglobin (gi bleed). The patient refused blood after previously having a plasma renin activity (pra) of 100%. The patient had gi bleeding on and off for years, and the last time the patient's hemoglobin (hgb) trended down to 6 g/dl without a blood transfusion. The gi bleeding was confirmed by a scope. The patient's last gi bleed was on (B)(6) 2018 when the patient was admitted with a drop in hgb. The device will not be returned. Additional information was requested but has not been provided.

Manufacturer narrative:
A direct correlation between hm2 lvas, and the reported event could not conclusively be established through this evaluation. The hmii lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.